Event description:
A user facility medwatch report was sent to baxter corporate product surveillance to report a clearlink non-dehp filter extension set in which the "connections are not tight enough". According to the report, the blue hubs are not tight enough when the sets are taken out of the package, resulting in the blue hubs disconnecting off the IV. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.